Event description:
On 11/29/06, the lay user/patient contacted lifescan alleging a power issue (does not turn on) with her one touch ultra meter. The medical affairs specialist (mas) was unable to contact the pt by telephone so a letter was sent on 12/05/06 requesting the pt to contact lifescan. The mas listened to the recorded call to obtain/verify the following info. The pt stated that she has not been able to test her blood glucose for a "month or so." At unspecified times, the meter did not turn on, the pt had symptoms of frequent urination, and the pt administered self-care with 2.5 mg glyburide and stated that she had taken 4 pills within 24 hours instead of her usual 2 pills per day. On 11/29/06 (11am), the pt sought assistance/advice from her dr because of her frequent urination. At the time of the call, she was currently still waiting to be seen by her dr so she did not receive any blood glucose tests or treatment yet. The pt was unable to verify if the battery contacts were in good condition or if the battery was installed correctly since she was unable to open the battery compartment; however, she stated that she replaced the battery per the owner's manual. The customer care advocate noted that the power issue was unresolved through troubleshooting on the phone. It would be helfpul to obtain the following: the pt's testing frequency, when the power issue started, when the pt had the reported symptoms, when and why she took the 4 pills of 2.5 mg glyburide, and if the pt obtained a blood glucose test and any health care professional devices. This complaint is being reported because the pt was unable to power the meter on for about a "month or so" and then developed symptoms suggesting she has a high blood glucose level. The meter, test strips, and control solution were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.